Event description:
It was reported that the pump was re-booting. There is no additional information available at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed multiple unexplained power events. The battery cap was not returned for investigation; a test cap was used for investigation. The battery compartment was found to be intact with no signs of corrosion. The pump was exercised for 24 hours without power loss. The pump electrical currents were tested and found to be within specifications. The pump was opened and corrosion was found on the inside the pump. Unrelated to the complaint, the display screen was found to be dim and miscolored. Also unrelated to the complaint, the up and contrast buttons were found to be intermittently responding to presses; the keypad was found to be torn at the up arrow button and contamination was found under the button contacts. A damaged keypad will allow contamination to permeate the button contacts impacting the button function. The damaged keypad is obvious and should alert the user to discontinue use of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).